Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the down arrow keypad button has been intermittently unresponsive for (B)(6). He noted that the pump is occasionally dropped or bumped. The patient confirmed that the rubber keypad is intact; denied exposing the pump to water or cleaning products; and stated that he wears the pump clipped to his belt. The patient chose to continue using the pump at the time of the complaint with no further reported issues.